Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of being hospitalized with high blood glucose of 521mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 90 to 95mg/dl at the time of the call. The product will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. Pump received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.